Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (scope error) and blank screen may have occurred due to temporary contact failure of electrical contacts of scope connector/video system center or defect of peripheral equipment or the like. User can detect the suggested event properly by handling the device in accordance with the following IFU. ¿·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ user can reduce/prevent occurrence of the suggested event in accordance with the following IFU. "Precaution for disappeared or frozen endoscopic image ¿ follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. ¿ connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. ¿ make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. ¿ do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. ¿ if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information ¿ please read before use warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The customer allegation could not be confirmed; however, occurrence is likely. Additionally, it was noted that the light cover glass was chipped and adhesive was worn out. The optical cover glass adhesive and distal end adhesive was worn out. Switch was damaged. The angulation in the up/down/left/right angle does not meet specifications and play was evident. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope displayed e315 scope error during an unknown procedure. The screen went black. The nurse removed and re-inserted the one touch connector into the processor, holding the plug body in place. The image came back when the light guide tube was held vertically allowing the scope to be withdrawn safely. The physician decided to use another scope to complete the procedure. There was no contact with infectious diseases and no clinical impact to the patient.